Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings of 247 mg/dl rising to 255 mg/dl on the ilet and performed a guided infusion site change using a new abdominal location with teflon 23" infusion sets, after which glucose decreased to 151 mg/dl; the device problem and specific component implicated could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.